Event description:
Presented to office with uncontrolled glucose levels on csii therapy. Csii provided by a minimed external insulin pump and and lantus and humalog pm. After observation of no basal infusion through infusion set while pump disconnected from pt, decision made to place pt on office loaner. (H-tronplus by disetronic) to see if blood glucose would stabilize. Certified diabetes educator taught mechanics of new pump to pt. Reference manual sent home with pt and insulin profile from minimed pump programmed into h-tron. Pt given supplies for new pump to manage at home - return to clinic in 2 weeks for follow up. Call if has problems. 4/2003: seen in clinic by certified diabetes educator for follow up. Has gained 7lbs, no use of injectable insulin while on h-tron. Experiencing some hypoglycemia, but able to self treat.